Manufacturer narrative:
Upon investigation of the actual device involved in the incident, it was determined that the message with error code rx order msg schedule invalid indicated a timing record had a repeat pattern not mapped to a standard, which prevented it from being processed. A technical support specialist restarted several key services, including the external messaging service, net.pipe listener service, net.tcp listener adapter, net.tcp port sharing service, and the world wide web publishing service. Following the restart, the successfully processed time updated correctly, and the available for processing count dropped to 0, confirming that the backlog had been cleared. The client was contacted and confirmed that messages were now crossing successfully. Although no further issues were reported, the case was kept open temporarily for monitoring before being marked for closure. The system functioned as intended after the technical support specialist had troubleshot the device. D4 & h4: UDI and manufacturer date not available.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, the orders would not cross over. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.